Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 4 years and 10 months post implant of this aortic bioprosthetic valve, a transcatheter valve was implanted valve-in-valve. The valve was replaced due to stenosis, mild paravalvular leak (pvl), and high gradients (peak: 101mmhg; mean: 55mmhg) with a peak velocity of 5.0m/s. It was also reported the effective valve orifice area (eoa) was 0.8cm². It was reported that degeneration was the etiology of the aortic valve disease. No additional adverse patient effects were reported.